Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during implant of the right ventricular (rv) lead the physician had trouble positioning the lead and felt that it did not "handle right." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event. <(><<)>end>

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.